Manufacturer narrative:
Consumer reported that the client had a tooth type of 2 & 3. Consumer reported that they did not use any grafting material. The consumer reported that there was not sufficient bone on buccal, the client also suffered with inadequate bone quality/ bone quantity & mobility concerns.

Event description:
Consumer reported that the client had a tooth type of 2 & 3. Consumer reported that they did not use any grafting material. The consumer reported that there was not sufficient bone on buccal, the client also suffered with inadequate bone quality/ bone quantity & mobility concerns.